Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 600.26053 mcg/day and bupivacaine 20 m for a total dose of 6.00261 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient was in for a pump refill and a lumbar epidural steroid injection. The patient reported increased pain. The healthcare professional (hcp) noticed the catheter was out of their spine completely during fluoroscopy procedure. Surgery to repair catheter issue is scheduled for (B)(6) 2020. No action was taken. The outcome of the event was noted as ongoing. The device diagnosis was catheter dislodgement and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-feb-25 the catheter was e xplanted/replaced/reimplanted. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.